Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, loss of capture and inadequate therapy was observed due to a left ventricular (lv) lead dislodgement. The dislodged lv lead was confirmed via diagnostic imaging. The lv lead was explanted and replaced. The patient was stable.